Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, motor device, (B)(6) 2020. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. It was determined that the most probable cause of the issue was a combination of normal wear and improper reprocessing. It was further determined that the corrosion was caused by washing the device in an assembled state. The assignable root causes were determined to be due to component failure from normal wear and environment, which is environmental conditions. UDI:(B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the drill bit device was stuck in the handpiece device. It was further determined that the drill bit could not be removed, and it was found that the cutting edges were dull. It was determined that the device had corrosion/rusting/pitting, and a cosmetic damage. It was noted in the service order that during a demonstration trial run, it was discovered that while trying to attach the attachment device with the motor device , it got stuck and was unable to remove the drill bit and attachment from the handpiece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.